Manufacturer narrative:
The bicart product involved in this incident was discarded and not available for investigation. Gambro has no information to suggest that the bicart product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability. The bicart product involved in this incident was discarded and not available for investigation and the clinic has not specified the lot number for the used bicart product.

Event description:
A patient in (B)(6) was undergoing a dialysis treatment that included bicart . Nearly three hours into treatment, the patient had a cardiac arrest. Treatment was immediately stopped and the blood in the extracorporeal circuit was returned to the patient. Cardiopulmonary resuscitation was initiated but unsuccessful and the patient expired. The bicart was discarded and not available for analysis. The cause of the death has not been determined by the coroner.